Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device under 510(k): p070016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) male patient, who had 6-months-old chronic aortic dissection, underwent tevar to treat the thoracic aortic dissection in the descending aorta by right approach. The diameter of the access vessel was 9mm and there was no tortuosity. The patient's anatomy was suitable for endovascular repair. During placement of zteg-2pt-32-200-pf-d (lot# e3874935), the stent graft was successfully deployed. However, the user encountered a difficulty in removing the green trigger wire releasing system. He was unable to remove the trigger wire under normal use, so he needed to apply very strong force which took longer time than usual. The trigger wire could be removed finally after the user pulled it forcibly and there was no problem observed in the position of the placed stent graft and patient state. Patient outcome: the patient recovered.

Manufacturer narrative:
Manufacturers ref# pr290574 blank fields on this form indicate the information is unknown or unavailable. Summary of investigational findings: a patient underwent tevar procedure to treat a thoracic aortic dissection. During placement of zteg-2pt-32-200-pf-d (complaint device), the stent graft was successfully deployed. However, the user encountered a difficulty in removing the green trigger wire releasing system. It was removed with very strong force and took longer than usual to remove. There was no problem observed with the stent graft position or the patient state afterwards. This complaint is based on the provided information from customer. No imaging was available, or product was returned. Cook also reviewed DHR were no nonconformances exist in house or field. Based on the information provided it has not been possible to determine a cause of event. However, the investigation concludes that the device was not produced out of specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.